Event description:
The customer reported that during an anterior resection, the jaws closed and would no longer open. The device was removed from tissue with a very small amount of bleeding. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report:(B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.